Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue"" occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient passed out but declined to provide any further information about the event. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.